Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that drawers 1/1 and 1/2 were not detected on the bus. A field service engineer (fse) attempted to run diagnostics, but the entire drawer was not present in the configuration. The fse checked the bus cable, which appeared to be in good condition, and swapped both the module controller and the drawer controller, but the issue persisted. The fse cleaned the unit, powered down the system, inspected the bus cable, found damage and replaced the bus cable. After running diagnostics, only the auxiliary 1-1 was detected. The fse removed the auxiliary 1-2 pockets, inspected and reseated the connections, replaced the drawer controller, but the drawer did not appear. The fse then replaced the retractor band, and ran diagnostics again, the drawer became available. The fse reinstalled the row boards and pockets, ran diagnostics and performed full operation tests to resolve. The application was restarted, and the drawer was configured. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer failed and not detected on bus. The customer stated that there was a delay in dispensing the medication, as the user managed to get the medicines from another station. There were no adverse events or injuries reported based on this incident.